Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out on the day of usage. The operator injected water into the catheter but, water flowed out to the bag and the balloon deflated.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error on a 3500a form. The reported event was found to be exempt from reporting. Correction: d2, d4, g5. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out on the day of usage. The operator injected water into the catheter but, water flowed out to the bag and the balloon deflated.